Manufacturer narrative:
Technician informed that the head function starts and stops intermittently, from either siderail, requested that they check head sensor, check the coil and the valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Information received that the head function starts and stops intermittently, from either siderail. No injury alleged.